Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a patient with transient light sensitivity of the right eye one month post lasik treatment. After symptoms persisted for one month the patient resumed the topical steroids four times a day for one week and then tapered. The symptoms resolved six weeks after they began.